Manufacturer narrative:
Based on the claim against the product by the customer noting a usm arm 4 issue and a subsequent usm arm disablement, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and review of the system logs confirmed the error fault and usm arm 4 being disabled. During field evaluation, the error fault was not reproduced. Fse proactively replaced usm 4 to address the issue. Isi received the replaced usm arm associated with this event; however, failure analysis has not been completed. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once evaluation is completed and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: during the procedure, the system displayed multiple error fault on the usm arm 4 and per log review the usm arm was disabled to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 4 faulted and was disabled. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs was not performed as system was not connected to onsite network. No troubleshooting was performed as the user elected to discontinue the call. The user continued with the procedure under the current condition. No known impact or patient consequence was reported. A few days, after completing the procedure, a system log review was performed and the tse confirmed error code 23138 on usm arm 4 axis 1 at the time of the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci universal surgical manipulator (usm) product to perform failure analysis. The usm was analyzed and found to trigger error 23138 when installed on an in-house system. Error 1126 was found several times in the logs as well. No signs of fluid intrusion were found. The complaint regarding usm faulting was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. Isi followed up with the initial reporter and obtained the following additional information on 13-feb-2023: the suspected arm was replaced. It suddenly stopped working and was locked in place. The system was restarted but that did not fix the issue.

Event description:
Refer to h10/h11 for follow-up information.